Event description:
It was reported that the pt underwent a cervical procedure at c4/5 implanted an interbody device. The vertebral body had been found fractured post op. It reportedly might be due to the brittle bone quality. The surgeon is monitoring this pt.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.